Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal and the tension spring components were still loaded inside the deployment tube. The plunger had been depressed. A lot history record review was completed for the product, and there was no nonconformance associated with the lot number.